Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-oct-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the caller stated that for about the past 3 days the patient had been having issues charging their communicator. The caller stated they bought a new charging cord and it charged the communicator once, but now every time they tried to charge it, they had to wiggle it before it started charging. It was stated that the charging port was loose. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace device.